Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's sister reported via phone call of a no delivery alarm from the insulin pump. The customer has been having issues with it for the past several weeks. The customer stated that the no delivery alarm would not give her insulin. The customer changed the new reservoir and set, and it is still doing the same thing. The customer was advised to call back for troubleshooting.